Manufacturer narrative:
The initial reported event of lead fracture, noise, hrns episodes, and reprogramming of rv lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was failure to capture on the right ventricular (rv) lead.